Event description:
It was reported during a laparoscopic appendectomy the ets would close, but would not fire staples or cut. There was no pt consequence. A new stapler was opened to complete the case.